Event description:
It was reported that the iab was inserted on 09/05. The next day, the iabp experienced helium (2) alarms. Blood was also observed in the helium tubing. The iab was removed. There were no reported pt complications.